Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a lot specific complaint database search was not possible as the lot code required was not provided. Using a mallet to engage a hex tip screwdriver with the female feature of the hole eliminator should not be required for expected use. Based on the investigation, the need for corrective action was not indicated.depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
During a revision surgery reported separately, the surgeon used a screwdriver to try and remove the apex hole eliminator. He was able to get the screw to engage, so he used a mallet to engage it. The force pushed the eliminator through the cup and into the bladder and was unretrievable. This caused a surgical delay of 10-15 mins.